Event description:
Cardioplegia line connect to the plegia octopus. This line has blood mixed with cardioplegia. The connections came unclipped and we loss about 400ml on the drapes and floor because this device failed. Was this device serviced by a third party servicer? Yes.